Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Event description:
Caller reported the vibration alarm on the infusion device is not working by using the quick bolus. Caller stated the rubber of the up button on the infusion device is worn out. No further information is available. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
Conclusion: the complaint cannot be verified due to a careless handling of the product. Result the softcomponents of the housing are worn down heavily. Therefore, moisture entered the insulin pump and destroyed the pump electronics. The problem mentioned by the customer could not be reproduced. The vibra was tested within the pump drive test on the diagnostic test system and meets the specifications. The vibra vibrate by using the quick bolus. The problem mentioned by the customer is related to careless handling of the product. The investigation determined the returned product was damaged which may have caused or contributed to the reported event as described in this case. There is no indication the product's damage occurred due to any mistake or nonconformance of materials while under control of the manufacturer. It is likely the product was accidently damaged during use and handling.